Event description:
On (B)(6) 2012, the reporter called animas alleging that keypad buttons started having issues several weeks ago, now down arrow and ok buttons are not working at all. The keypad reportedly is intact. Reporter was unable to bolus due to buttons not responding. . Reporter states a bolus was given via injection, and she is staying on the pump for her basal rate. The pump is worn in a protective case, under garment next to body. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. Multiple button presses are required before the 'ok', 'up','down' and 'contrast' buttons engage. The 'ok' and 'down' buttons are hard to press and require increased force to engage. Observed the 'ok' and 'down' buttons are sticking and are hyper-responsive/scrolling in response to button presses. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons..observed the battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment. Unrelated to the complaint, the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.